Event description:
The customer reported that during procedure preparation, it was discovered that 3 of her olympus balloons had holes in them. Additional information from the olympus representative revealed that this event occurred on two separate occasions. During the second event, there were 5 balloons with holes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is 4 of 8. For the remaining devices, please see reports with the following patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of october 2022 but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the balloon rupture was unable to be identified. However, the balloon is quite thin and easily torn if excessive force is applied to it during attachment. If stretched with fingernails or over stretched with the balloon applicator, the balloon can become damaged. The following is included in the instructions for use: ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. The balloon can tear easily, beware of sharp objects.¿ olympus will continue to monitor field performance for this device.